Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The health care professional reported via phone call that the customer was hospitalized due to high blood glucose and mild diabetic ketoacidosis. The health care professional reported that they did not see drops coming out while running a bolus. The customer's blood glucose was 422 mg/dl at the time of incident. The customer's blood glucose was 122 mg/dl at the time of call. The health care professional stated that the customer was treated during hospitalization. The health care professional stated that the customer was wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.